Manufacturer narrative:
Samples were visually inspected and found to be nonconforming, sample #1 suture was broken and sample #2 suture was broken and light in color (not black). A dimensional inspection was done for suture diameter and samples were found to be conforming. Functional testing for suture strength was performed and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned samples were found to be non-conforming visually, however the samples were conforming for all functional and dimensional testing associated with the reported event, therefore sutures break when clamped with forceps during surgery as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the sutures were manufactured to specifications. Suture material samples are tested at incoming for tensile strength and diameter and visually inspected for any defects such as discoloration and frays. Sutures are also 100% inspected by trained operators for discoloration and frays and for proper attachment during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the cataract surgery, ophthalmic sutures brittle and easy to break. Sutures break when clamped with forcep during surgery. Return two sutures. There was no procedure and patient details. There was no patient impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).